Manufacturer narrative:
Event date it estimated. The correct event date was requested, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had driveline damage that required rescue tape.

Manufacturer narrative:
Section a2: correction. Patient age at time of event is estimated.. Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images of the damage were provided for review. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01 mar 2011. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rescue tape was first applied in 2016.